Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. No information was provided about the patient's outcome.

Manufacturer narrative:
Product investigation completed. The ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders. Cylinder 1 has a leak in the kink resistant tubing (krt) that was result with sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has a hole in the proximal cylinder with broken fabric treads in the outer tube due to input tube wear at a fold. However, there was no damage to the inner tube resulting in the cylinder to pass the leak test. The input tube sleeve hole measured 6 mm. The flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) due to fatigue. The reservoir shell has fatigue wear at fold; no leak was found. The ams momentary squeeze (ms) pump was visually inspected; no leak was found. Contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis concluded the identified of fluid leak in the reservoir kink resistant tubing (krt) due to fatigue is the probable cause the returned device, as the device would not be functional after the system fluid was lost. Product analysis confirmed the returned device is failure/malfunction. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Product investigation completed. The ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders. Cylinder 1 has a leak in the kink resistant tubing (krt) that was result with sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has a hole in the proximal cylinder with broken fabric treads in the outer tube due to input tube wear at a fold. However, there was no damage to the inner tube resulting in the cylinder to pass the leak test. The input tube sleeve hole measured 6 mm. The flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) due to fatigue. The reservoir shell has fatigue wear at fold; no leak was found. The ams momentary squeeze (ms) pump was visually inspected; no leak was found. Contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis concluded the identified of fluid leak in the reservoir kink resistant tubing (krt) due to fatigue is the probable cause the returned device, as the device would not be functional after the system fluid was lost. Product analysis confirmed the returned device is failure/malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. No information was provided about the patient's outcome.